Event description:
It was reported that a device alarmed for a door not fully latched alarm. There was no report of a pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that the system error 322 was caused by a failed upper link switch. The upper aux assembly was replaced.